Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that during a pocket relocation surgery the catheter was nicked. A new catheter was implanted. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep) on 2020-feb-27. It was reported that the catheter event happened during replacement of the pump as the pocket was being relocated. The pump was not being returned for analysis as it was a routine pump replacement. Once the hcp thought the catheter might have been compromised, they decided to use a new catheter. No further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the device was in the possession of the hospital. No further complications have been reported.